Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest tradition plus handpiece overheated and burned a patient. The event outcome is unknown as of this MDR evaluation.